Manufacturer narrative:
(B)(4). During evaluation of a homechoice hardware device an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The product analysis laboratory (pal) encountered system error 2240 during evaluation of the homechoice (hc test failure during product analysis laboratory service on the home choice machine. The alarm occurred on (B)(6) 2012. No additional information is available.